Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. For clarification, engagement failures occurred because the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Missing crimp was approximately 0.046¿ x 0.032". Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. A review of the instrument logs for the tenaculum forceps (part# 47020710 / serial # (B)(4) was performed. The instrument was last used on 27-oct-2022. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the tenaculum forceps instrument was inserted into the system but was not recognized. The customer stated that they reseated and replaced the drape with no change. The customer initiated a hard power cycle of the robot with no change. The customer then tried 2 more tenaculum forceps instrument which were also not recognized, but other instruments were recognized on the arm with no problem. The surgeon aborted attempts to resolve the issue and used suboptimal grasper in place of the tenaculum. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument were not working at all when plugged into the robot. The issue did cause an approximately 10 minutes delay during procedure. The instruments were sent for evaluation.